Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed. The device was put through extensive testing without duplicating the malfunction. The device's battery interconnect board was replaced as a precaution. The device successfully passed all final system level tests, was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.